Event description:
Nellcor puritan bennett received a call from representative of facility on 10/28/1999. Representative called to report the following problem: all leds on and constant single tone alarm with no volume delivered. No pt harm.